Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil was difficult to deploy during an unknown procedure. The customer noted that the coil would not detach, and the user had to break the coil in order for it to be removed from the patient. Even after removal, the coil was unable to be detached. Currently, no harm to the patient has been reported. Additional information regarding event details and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that a retracta detachable embolization coil was difficult to deploy during an unknown procedure. The customer noted that the coil would not detach, and the user had to break the coil in order for it to be removed from the patient. Even after removal, the coil was unable to be detached. It was reported that a snare was used to break the coil, with a portion remaining in the patient. It was not necessary to retrieve the separated portion from the patient. No unintended section of the device (delivery wire) remined in the body of the patient. The user tried multiple times to deploy the coil, but it was reported that the junction zone was not located in the catheter tip during deployment. The physician confirmed that the catheter was flushed before each coil deployment. The procedure was completed afterwards, as this was the final coil deployed. No harm to the patient has been reported. Reviews of the documentation, including the complaint history, device history record (DHR), drawing. Quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one partial device in a used and damaged condition. Upon visual examination it was noted only the delivery wire was returned and was in an elongated condition. A photo was also provided by the customer showing the damaged delivery wire. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the reported device lot and related subassembly lots found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Product labeling review: the current instructions for use [t_mwcer_rev6] state the following: "under fluoroscopic visualization, slowly advance the delivery wire until the entire length of coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." Evidence gathered upon review of the dmr, IFU, and DHR, and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the junction zone not being located just inside of the catheter tip led to the difficulties deploying the device, but this could not be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b3, b5, d10, e4. Correction: h6: annex e and f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 20may2025, it was reported that a snare was used to break the coil, with a portion remaining in the patient. It was not necessary to retrieve the separated portion from the patient. No unintended section of the device (delivery wire) remined in the body of the patient. The user tried multiple times to deploy the coil, but it was reported that the junction zone was not located in the catheter tip during deployment. The physician confirmed that the catheter was flushed before each coil deployment. The procedure was completed afterwards, as this was the final coil deployed.